Event description:
It was reported that the 9800 sys displayed a "charger fail" error code. The case, however, was completed and there was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However replaced the generator batteries. The sys was tested and found to be working as intended, and placed back into svc.